Manufacturer narrative:
The most likely cause of the reported failure is wear and tear. The device associated with this complaint was called in twice and was investigated under (B)(4).

Event description:
On 03/21/2022, it was reported by a sales representative via sems that a ar-6480 dw pumps outflow lever comes up while running. This occurred during an unknown case, with no patient effect reported.